Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) which is included in this advisory population retained legal counsel and filed a lawsuit. There were no specific allegations against device malfunction. New information received indicates that this device was explanted for normal battery depletion. There were no product performance allegations at the time of explant.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, preliminary analysis noted that although device met longevity estimates, there was not a 90 day window between elective replacement indicator (eri) and end of life (eol). The device was then placed on hold due to pending litigation. Recently, the legal case was settled and the device was forwarded for analysis. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. The battery status was set by charge time; there was not a 90 day window between eri and eol. Device met longevity estimates.